Event description:
It was reported that on (B)(6) 2021, the surgeon struggled to seat the titanium hindfoot arthrodesis cannulated nail on to insertion handle. The nail was eventually attached but required some force. The event occurred intra-op but prior to incision. The additional force was applied to fully seat the implant on the insertion handle. The case was not delayed in any way. The procedure successfully completed. There was no patient consequence. This report involves 1) 10mm ti hindfoot arthrodesis cann nail-ex 240mm/rt-sterile. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Manufacturing location: (B)(4). Manufacturing date: august 29, 2021. Expiration date: july 31, 2030. Part number: 04.008.028s, 10mm ti hindfoot arthrodesis cann nail ¿ ex 240mm/rt-sterile. Lot number: 272p143 (sterile). Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿struggled to seat nail onto insertion handle¿ does not indicate breakage of the nail. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.